Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the ok key contact was observed to be misaligned. The button contacts were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that keypad button pressed did not activate desired pump functions. The reporter claimed that the pump was intermittently not responding to down arrow button presses. The reporter denied that the pump was exposed to moisture or that the keypad was peeling. There was no reported pt impact associated with this complaint.